Manufacturer narrative:
Kühn, a. L. Et al. (2017). Use of self-expanding stents for better intracranial flow diverter wall apposition. Interventional neuror adiology, 23(2), 129-136. Doi:10.1177/1591019916681981 this pipeline flex device will not be returned for evaluation as it was implanted in the patient. Based on the photos provided in the article, the report of pipeline flex migration after deployment was confirmed. The device was not returned for analysis, therefore the cause of migration and clot formation could not be determined. All products are 100% inspected for damages and irregularities during manufacture. It should be noted that the pipeline flex was used to treat aneurysms in the m2 middle cerebral artery (mca) for which it is not indicated. The pipeline flex IFU states, ¿the pipeline flex embolization device is intended for endovascular treatment of wide-necked intracranial aneurysms [¿] located in the internal carotid artery (up to the terminus) or the vertebral artery segment up to and including the posterior inferior cerebellar artery.¿ mdrs related to this article: 2029214-2017-00556 2029214-2017-00557 2029214-2017-00558 2029214-2017-00559 2029214-2017-00560.

Event description:
Medtronic literature review found a report of pipeline flex migration after deployment. The patient was undergoing treatment for a saccular aneurysm (3mm x 2mm x 3mm) in the right m2 middle cerebral artery (mca) as well as a fusiform aneurysm (2mm x 3mm x 1mm) involving the right superior m2 mca. The saccular aneurysm was successfully treated using balloon-assisted coil embolization; angiography confirmed aneurysm occlusion. A microcatheter was then positioned in the anterior division of the right mca and across the aneurysm into the m3. A pipeline flex (reportedly 3.0x15mm) was navigated through the microcatheter to the m3 and deployed across the fusiform aneurysm, covering the posterior m2 . After removal of the pipeline flex delivery system, there was foreshortening of the distal portion of the pipeline flex braid, which migrated proximally up to the level of the aneurysm segment. To avoid further proximal migration, another manufacturer¿s stent was navigated across the pipeline flex braid and placed covering the distal portion, anchoring it safely across the aneurysm neck. Three-dimensional reconstruction images showed excellent wall apposition of both devices. Immediately after placement of the stent, there was clot formation, which was successfully treated with glycoprotein iib/iiia inhibitor. Six-month follow-up angiogram showed perfect apposition of the pipeline and stent. Complete occlusion of the fusiform aneurysm was also noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.